Event description:
It was reported by the patients husband that spinal cord stimulation (scs) patient passed away. The cause of death was not device related. The patients husband stated that after the device was implanted, the patient over medicated herself due to problems with the surgery. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: unknown scs lead, upn: unknown, model: unknown, serial: unknown, batch: unknown, UDI: unknown. Product family: unknown scs lead, upn: unknown, model: unknown, serial: unknown, batch: unknown, UDI: unknown.